Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing low blood glucose all day. Customer stated he treated with manual injection the night before and woke up the day of the call with low blood glucose of 27 mg/dl and started using the insulin pump. Customer stated that he had a late lunch and blood glucose was 50 at the time. The customer requested assistance checking the bolus history since he stated he might have delivered 10 insulin units. Blood glucose value during the call was 37 mg/dl. Customer was advised to disconnect the insulin pump and the emergency medical services were called. The paramedics arrived and customer was advised to call when stable and to consult the doctor before starting insulin pump therapy.